Event description:
It was reported that after a supply change the user disconnected the ilet pump to charge it, consumed a carbohydrate-leaning snack without making a meal announcement, and subsequently experienced elevated blood glucose to 276 mg/dl, with follow-up values trending down to 240 mg/dl and then 203 mg/dl after a later meal was properly announced. Symptoms included hyperglycemia and polydipsia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, and a usage problem was identified as a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.